Event description:
The hospital reported that during preparation for coronary artery bypass graft surgery, seven heartstring seals were loaded into the delivery tube, but never got out from the loader device when the delivery tube was pulled. Replacement heartstring seals were used to complete the procedures. No patient complications were reported by the hospital. The exact date of the procedures, the number of cases, and the number of seals used in each case were not known; therefore, this will be tracked as one case. This report is for the seventh seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).